Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had recently had an MRI on (B)(6) 2017 and it was believed that the pump was not checked after that MRI. The pump logs confirmed a tube set message dated (B)(6) 2017. An audible pump alarm was heard after telemetering/updating the pump. After waiting 20 minutes and then re-interrogating the pump, the pump logs indicated a motor stall recovery occurred. The patient had no symptoms that the reporter was aware of. No further patient complications have been reported as a result of this event.